Manufacturer narrative:
This report is submitted on january 23, 2024.

Event description:
Per the clinic, the patient experienced a skin infection around the abutment side and was treated with oral antibiotics (specific date not reported) for the course of one week.